Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient had an unrelated surgery in (B)(6) 2021 and placed the ipg into surgery mode. The patient tried to connect a couple weeks ago and was unsuccessful. The ipg would not communicate with external devices. As a result, surgical intervention may occur address the issue.